Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Swallow this adhesive [accidental device ingestion]. Hand numbness [numbness in hand]. Ankle pain [pain ankle]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received double salt dental adhesive cream (corega extra strong mint) cream (batch number x83j, expiry date 2023) for product used for unknown indication. Co-suspect products included no therapy for an unknown indication. On an unknown date, the patient started corega extra strong mint and no therapy at an unknown dose and frequency. On an unknown date, an unknown time after starting corega extra strong mint, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), numbness in hand and pain ankle. The action taken with no therapy was unknown. On an unknown date, the outcome of the accidental device ingestion, numbness in hand and pain ankle were unknown. It was unknown if the reporter considered the accidental device ingestion, numbness in hand and pain ankle to be related to corega extra strong mint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the event information was received from consumer via call center representative on (B)(6) 2021. The consumer reported that" I have used corega denture adhesive for 10 years. Recently, I have read on the internet that this adhesive causes horrible side effects. I have had medical problems for 2 years hand numbness, ankle pain and now that I have read about it, I have put two and two together and it is caused by this adhesive. Why don't you inform about these horrible things in the advertisements? I do not read package leaflets or information on the packaging ,many people do not do it. This warning should be included in the advertisement. I have read that many people have died because of this cream. Apart from that, this cream contains zinc, which is poisonous. Tomorrow, I have a doctor's appointment to get examined, because I swallow this adhesive. I need to tell you that I have glued the wallpaper to the wall using this adhesive and my husband has pulled out a ball of adhesive from our clogged sink drain and he said to m "what must be inside you if it clogged the drain!" Corega extra strong delicate mint xl 70 g lot x83j cannot read the date 2023".